Event description:
Ous MDR - it was reported that after an estimated implantation period of 60 months multiple inappropriate shocks were delivered. There are no further details known at the moment. The lead was returned for analysis, but no explant or event date was provided. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the lead was found dissected approx. 53 cm proximal to the lead tip. The performance of the distal lead fragment was scrutinized. The proximal fragment was not received for analysis. The analysis revealed several signs of abrasion along the lead body. In the distal part of the lead the insulation was found rubbed through. This finding can be considered to be the root cause of the oversensing issues mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further damages such as cuttings into the lead body and deformations of the shock coil most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.